Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. Three clips were successfully implanted. At the 30-day follow-up, imaging showed that the third clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3. Tissue damage was noted on the posterior leaflet. A chest x-ray noted a pleural effusion. No treatment was required.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.